Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the promus element,mr,ous 3.50x12mm stent delivery system was returned for analysis. A visual examination of the crimped stent found the first 3 most distal struts damaged; the first strut row was lifted and raised in a proximal direction, the following 2 distal struts were distorted and crushed. This type of damage is consistent with the stent encountering resistance in an attempt to advance the device into a severely tortuous and calcified lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several slight hypotube kinks along catheter shaft. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found tip damaged on one side; the tip was lifted and pushed back proximally. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-jul-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 3.50mmx12mm promus element ¿ drug-eluting stent was advanced for treatment; however the device failed to cross the lesion. The procedure as completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.